Event description:
It was reported that foreign matter, air bubbles, and damaged tubes were found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in gel x20, damaged tube x29, dirty tube x182, air bubbles in gel x156".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, air bubbles, and damaged tubes were found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in gel x20. Damaged tube x29. Dirty tube x182. Air bubbles in gel x156."